Manufacturer narrative:
(B) (4).

Event description:
The reporter stated the surgeon inserted and removed an aq2015a silicone aspheric three piece lens. Lens was removed due to trailing haptic breaking off. There was no pt injury. Backup lens was implanted.